Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the medial opening wedge high tibial osteotomy for osteoarthritis of the right knee with the product in question. The surgery was completed successfully without any surgical delay, and the examination at one month postoperatively showed no abnormality. However, on (B)(6) 2022, x-rays showed a plate fracture in the d-hole of the tomofix anatomical plate. Fortunately, the patient had no pain and no bone deformity due to plate fracture, so it was decided to follow up without removing the plate immediately. The surgeon said that if the bone fusion continues without any problems, he plans to remove it early next year. He has confirmed by x-ray that there are no broken fragments or other residuals in the body. He commented that there may have been a problem with the plate and that the plate may have been less tolerable because of the plate breakage two months after surgery. The surgeon himself said that this was the second time he had experienced a breakage of the tomofix plate, and that the possible reason for the breakage could have been a problem with the patient's rehabilitation. The patient was undergoing rehabilitation instruction at a clinic near the patient's home, and she had been weighed full weights at 1w postoperatively. She was willing to undergo rehabilitation because of the lack of pain. Since running was allowed, there could have been a problem with rehabilitation. History: left knee also had owhto, but now the plate has been removed and there are no problems. This report is for one (1) tomofixtibheadpl anatom med prox r he 4h. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device (part # 440.838s lot # 683p380) and no non-conformances / manufacturing irregularities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.